Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No unexpected numbers scrolling during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the screen kept scrolling when the up button was pressed. Customer's blood glucose was 182 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.